Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was performing the procedure. After barely using the harmonic to dissect tissue, the pad on the tip melted and fell off. The surgeon retrieved the pad with a grasper. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.